Event description:
The customer reported that there was a blue line going through the screen. The issue occurred during preparation for use involving an olympus autoclavable camera head. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.